Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Failed/broke femoral stem.

Manufacturer narrative:
An event regarding a fractured stem involving a restoration modular stem was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report. This visual inspection stated that: "the returned device was fractured at the mid section of the stem." The mar concluded: "eds the base material of the cone body and head were consistent with ti-6al-4v alloy and astm f75, respectively. Eds also indicated the debris was consistent with a corrosion product, biological material and material transfer from the hip stem. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was performed and concluded "the balance between the two cannot be determined due to lack of adequate imaging information but device-related factors did not play a role in the failure scenario, as also supported by the mar findings. This pi case is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was concluded and no evidence of device factors were present. Further to this a material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined." Additional information, progress notes and x-rays are needed to fully investigate the event. No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
Failed/broke femoral stem.